Manufacturer narrative:
During inspection and testing, the reported issue (no power) was confirmed. It was observed the device would not turn on due to power supply failure. In addition, service found the top cover was scratched. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when the power was turned on, the earth leakage circuit was activated and the subject device was turned off. The reported issue occurred while preparing the subject device for use, prior to a diagnostic gastroscopy. The intended procedure was cancelled. Reportedly, the patient was not anesthetized. There was no patient or user injury reported due to the event. This report is being submitted for the no power issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. It was not possible to identify the causal factors or identify the underlying causes of the events because the phenomenon (1) ¿earth leakage circuit breaker activates when power is turned on¿ was not replicated and the information on the causal factors was not available and unknown. Additionally, the phenomenon (2) "device does not turn on" was replicated and it was determined to have been caused by a failure in the power unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.